Manufacturer narrative:
December 07, 2015 02:41 pm (gmt-5:00) added by (B)(6): (B)(4). A maquet field service technician investigated the unit in question and tested the following: controlled temperatures and the fan. Controlled the voltage. Controlled the right position of the hls set. Cleaned the motor unit. Controlled the connections. A test run was performed for several hours without a problem, even with water temperature > 35 ° c and 3000 rpm. The reported error was not reproducible. A supplemental medwatch will be submitted as soon as if additional information becomes available.

Event description:
During patient treatment the cardiohelp-I device in question displayed a revolution of 3000 rpm but the flow was 0 lpm. It is visible that there is no flow. After the e-drive was used and a few minutes of waiting time the flow started back up. After about 4 hours the same failure reoccurred. The cardiohelp-I device in question was replaced and since then the patient is supported without any problem. (B)(4).